Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced an infection (inflammation, discharge and swelling). A skin revision was performed (both surgical and chemical cauterisation) (B)(6) 2019. Clinical management is ongoing. The implant remains in-situ.